Event description:
It was reported that three patients obtained infections during a surgical procedure, all of which resulted in requiring medical interventions. The facility recently switched irrigation sets, and the facility was dissatisfied with the length of the set. The customer reported that the length of the new product was too short for their surgical set-ups. The facility believes that the difference in length resulted in an infection during a procedure. Follow up information was received and it was reported that there were 3 separate patients that had an anterior cruciate ligament (acl) reconstructive surgical procedure (dates not reported). The physician was using baxter?s four lead tur irrigation set for the intended surgery. It was reported by the facility nurse manager, by using the four lead tur irrigation set, the tubing is shorter than the four lead arthroscopic irrigation set, causing the solution bags hung on an unsterile IV pole to enter into a sterile field during the surgical procedure and compromising sterility. The facility uses an IV pole to hang the irrigation solutions during the procedure. Both the IV pole and the solutions are considered to be unsterile and outside of the sterile field. As a result of the compromise in sterility issues, all 3 patients resulted in getting an infection with the same organism (not reported). All three patients were treated with antibiotic therapy (name and dose not reported) by irrigation to the surgical site, oral antibiotics, and underwent another surgical procedure to remove the implant. After all three patients were considered to be recovered from the reported infection they underwent another anterior cruciate ligament (acl) reconstructive surgical procedure. No further information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).